Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device check. The pulse generator exhibited a diagnostics anomaly. It was noted that the patient underwent a procedure on (B)(6) 2015. After reprogramming, the device resumed normal function. No patient symptoms were reported and the patient would continue to be monitored.